Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the dissector balloon was cut. The obturator was intact. The trocar balloon was not received. The inflation syringe was received. The insufflation bulb was received. The circular seal for the dissector balloon appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral inguinal hernia repair, a leak from the balloon was noted while inflating to create space in the inguinal region. The surgeon manually dissected the tissue using the instruments on rest of the area to resolve the issue. Balloon was not needed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral inguinal hernia repair balloon leak was noted while inflating the balloon to create space in the inguinal region. The surgeon manually dissected the tissue to resolve the issue. There was no patient injury.